Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Hcp reported that patient is being scheduled for ins replacement. Hcp reported taking longer periods to charge and some days she has to charge it every hour. There were no known causes reported.  The issue was resolved. Hcp had no further information.